Manufacturer narrative:
According to the field, the ra lead will not be retuned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, this right atrial (ra) lead was positioned but loss of capture occurred. The physician repositioned the ra lead multiple times but the ra lead then kept micro-dislodging. The ra lead was eventually removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.